Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link bonded microbore extension set disconnected from the non-baxter catheter during infusion. The set disconnected in the radiology department during a routine chest/abdomen/pelvis scan. An unknown pump was reported to have been running at 3.0 ml/s. It was noted that the technician did not tighten the luer correctly. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.